Event description:
(B)(4). Event occurred in the united states. The patient reported that she woke up from rolling around on the bed and noticed that infusion set's tubing was detached at the quick release while sleeping. The site location was upper left abdomen and pump was about right in the middle. The infusion had been in use for just over two days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.